Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with an atrial lead exhibiting high pacing impedance. Upon interrogation, it was noted that the atrial lead exhibited high pacing impedance due to lead fracture. The atrial lead was capped and replaced (B)(6) 2020. The patient was in stable condition before, during, and after the procedure.